Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the violation of the instructions for use of attempting to cross a previously implanted stent resulted in the reported/noted difficulties.

Event description:
The procedure was to treat a de novo lesion in the proximal left anterior descending artery. A 2.5x18mm xience pro stent was implanted and post-dilated with a 3.0x8mm nc balloon; however, a 2.25x28mm xience pro stent became stuck while attempting to cross the 2.5x18mm xience pro. While attempting to retrieve the 2.25x28mm xience pro the stent dislodged and became stuck inside the previously deployed stent. A parallel wire was crossed through the stuck 2.25x28mm xience pro and the stent was deployed inside the previously implanted stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.